Event description:
It was reported that the user had difficulty while inserting magic 3 intermittent catheter due to more friction and experienced bleeding. Also stated that the patient was 83 "years" old and was using the intermittent catheters for about 5 years but recently they had issue with the intermittent catheter. The complainant stated that some of the catheters were not lubricated properly so they have to withdraw them which caused even more bleeding and increased the risk of infection. Some of the catheters were larger than the others. A home care nurse had checked to see if the problem was with patient¿s prostrate or strictures, and found no problems there.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "operator error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user had difficulty while inserting magic 3 intermittent catheter due to more friction and experienced bleeding. Also stated that the patient was 83 yeas old and was using the intermittent catheters for about 5 years but recently they had issue with the intermittent catheter. The complainant stated that some of the catheters were not lubricated properly so they have to withdraw them which caused even more bleeding and increased the risk of infection. Some of the catheters were larger than the others. A home care nurse had checked to see if the problem was with patient¿s prostrate or strictures, and found no problems there.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user had difficulty while inserting magic 3 intermittent catheter due to more friction and experienced bleeding. Also stated that the patient was (B)(6) years old and was using the intermittent catheters for about 5 years but recently they had issue with the intermittent catheter. The complainant stated that some of the catheters were not lubricated properly so they have to withdraw them which caused even more bleeding and increased the risk of infection. Some of the catheters were larger than the others. A home care nurse had checked to see if the problem was with patient¿s prostrate or strictures, and found no problems there.